Manufacturer narrative:
Other applicable components are: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown , UDI#: unknown (product 3531 was non-complaint). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation to treat urgency frequency. The trial evaluation began (B)(6) 2018. It was reported that patient's wires came out. Additional information was received from the manufacturer's representative (rep) on 2018-04-24: the rep clarified that the trial lead had migrated on day 5 or 6 of the trial. The patient's trial was successful and they went on to get the implant. The patient's weight was unknown, but it was noted the patient was "overweight". No symptoms or further complications were reported or are anticipated.